Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
The customer reported 8652034 that there was a leakage at the interface when the pulse was used normally, and it was found that there were water columns spraying out of the wings on both sides of the interface, and three of the same batch encountered the problem, two of which were sprayed out obviously, and one of the water flow was smaller. No other information was provided. It was reported this occurred with three devices. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leakage at the interface is confirmed; however, the exact cause is unknown. Two videos of an infusion set hub and tubing were returned for evaluation. An initial visual observation of the video showed leaking fluid during infusion at the hub and wing portion of the sample. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
The customer reported 8652034 that there was a leakage at the interface when the pulse was used normally, and it was found that there were water columns spraying out of the wings on both sides of the interface, and three of the same batch encountered the problem, two of which were sprayed out obviously, and one of the water flow was smaller. No other information was provided. It was reported this occurred with three devices. This report addresses all three devices.